Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012229258); product type: 0195-heart valves; product ID: l-evolutfx-2329 (lot: 0012229264); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, during the second valve recapture and infold was observed at 80% deployed. The valve was retrieved from the patient and the system was replaced with a new valve. A procedural delay resulted from the infold. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via dhl in its original box and jar filled with a clear solution. The valve was discolored showing evidence of blood contact. All leaflets were flexible and intact; no tears were observed. There were signs of creasing on the leaflets. The l1 leaflet was observed to be in the open position. L2 ¿ l3 leaflets were slightly open. All commissures were intact. The frame was received slightly compressed at the inflow. The valve was submerged in warm saline; the frame expanded to its full dilation. Two bent struts were observed on the outflow frame at struts c125 and c17 with two additional bent struts observed on the waist at struts c115 and c34. Due to the received condition, a deployment simulation to evaluate against the alleged event of infolding cannot be performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no misload occurred. The valve was recapture due to a high positioning of 0 mm on the non-coronary cusp (ncc). Per the physician, the patient's annular calcification may have contributed to the infold.